Event description:
Adverse event(s): no pt involved (no pt involvement). Product problem(s): "system message displayed" (device displays error message). A nurse reported during system setup, a system message was displayed. The error could not be cleared so another system was brought in and all cases were complete. The nurse reported the message was displayed prior to the patient being brought in to surgery. No pt injury was reported.

Manufacturer narrative:
A company service rep examined the system and was able to duplicate the problem reported. The spacer, c-clip, and solenoid spacers on fluidics module were replaced. The system was then tested and met all product specifications. (B) (4). (B) (4). (B) (4).